Manufacturer narrative:
The device was returned for analysis. The failure to fire could not be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The root cause of the reported misfire cannot be determined. The subsequent treatment appears to be related to procedure circumstance. The reported device condition indicates it is possible that step 3 was performed before step 2, however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, a misfire was noticed. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.